Event description:
It was reported that three instruments were damaged in the sterilization process before surgery. A locking drill guide has a broken phalange on the tip, a drill tap & screw guide has a nipple broken off and a countertorque wrench is missing two prongs. No patient interaction. This is two of three reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed that there are four tips on the wrench to fit into the slots of the expansion head screw. The tips that have the most material remaining show considerable signs of wear on the edges such that they are more triangular than square as originally made. This complaint is invalid as it is not due to design or manufacture of the part.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is 2 of 3 reports for complaint (B)(4).